Event description:
Pt's seizures have increased in frequency and severity since vns implant. Vns stimulation was initiated in 2002 at which time the pt was doing well. 3 months later, the pt was still doing well and was reportedly seizure-free since vns implant. The pt had stopped taking their gabitril and was going to be weaned-of of dilantin but was still taking keppra. Further follow-up revealed that it was after changes were made in the pt's drug regimen that the increase in frequency and severity of seizures began. The pt is also experiencing numbness and pain on their left side when swiping the generator with the magnet. Increases in drug regimen (higher doses and additionall meds) have not resolved the seizure increase. The pt's device was programmed to off in 2003. The pt was reportedly referred by their neurologist to an epilepsy lab who recommended surgery. Neurologists's nurse later indicated that the pt's seizure frequency was not above their pre-vns baseline, but that the severity of their seizures had increased and that there were no medication changes that would have caused the increase.